Manufacturer narrative:
Investigation: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot 308061. Sample not applied immediately after finger stick. This may initiate premature clotting. Thus, lead to unexpected inr result. Pt has factor v deficiency. Pt's condition as a cause of the unexpected results cannot be ruled out. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.0, reference: 3.3, mean: 2.15, confidence: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 308061 on (B)(4) 2013. Results as follows: donor (B)(4)) 220, inratio: 2.1, 2.1, 2.0, reference: 2.53, bias threshold: 1.53 - 3.53, %cv: 2.79. Donor (B)(4)) 215, inratio: 2.3, 2.4, 2.4, reference: 2.39, bias threshold: 1.39 - 3.39, %cv: 2.44. All applicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the pt's data from ratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Pt's condition as a cause of the unexpected results cannot be ruled out. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot # 308061, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)); no further action required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.0, laboratory inr: 3.3. The time between testing was less than three hours. Reportedly, the sample was not applied immediately after the finger stick. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.